Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to beeping tones from their device. Upon interrogation high out-of-range right ventricular (rv) lead pace impedance measurements were observed. It was noted that the measurements varied between 490 to 2,300 ohms. The patient has been scheduled for a procedure to upgrade their device to a cardiac resynchronization therapy defibrillator (crt-d) at which time the physician plans to replace the rv lead. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed without support from boston scientific personnel. A competitor replacement lead was implanted; no details were provided regarding the explant status of the chronic lead. No adverse patient effects were reported.